Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) leads not triggering. No patient injury or harm reported.

Manufacturer narrative:
Corrected fields : h6 ( medical device ¿ problem code ) updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,), h11. The failure analysis and testing dept. Received part number 0012-00-1816-01 ECG trunk cable serial number n/a with a reported unit failure of leads not triggering. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0012-00-1816-01 ECG trunk cable serial number n/a with a know good set of patient leads into the cardiosave test fixture serial number (B)(6) and tested the cable to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Hooked the leads into a patient simulator to generate an ECG and blood pressure signal. The fat dept. Observed an ECG signal on the display along with a blood pressure signal. Please see attachment. The fat dept. Stressed the cables and the ECG and blood pressure signals stayed stable. The fat dept. Could not confirm the complaint of the leads not triggering. The leads passed testing. Retaining the leads in the fat dept. Per procedure number (B)(4) rev. Au. The fse confirmed the reported issue. The fse found the external ECG connector dirty and loose. The fse cleaned and tightened the external ECG connector. The fse also replaced the ECG trunk cable (d012-00-1812-01) and transducer cable (d012-00-1815). The unit passed all safety and functional tests and was returned to the customer for clinical use.